Event description:
Syntax clinical trial #0310-1010. Same case as MFR 6000093-2006-01422, -01421 and 6000089-2006-1601, -01602, -01603, 01604, 01605. It was reported that the ptient experienced a myocardial infarction (mi) immediately post index procedure, and death followed 2 days later. The index procedure treated 4 target lesions. The mid rca was direct stented with a 3.0 x 32 mm taxus express2 stent. The prox lad was direct stented with a 2.5 x 20 mm taxus express2 stent. The mid lad was direct stented with 4 overlapping taxus express2 stents - 2.5 x 24 mm, 2.5 x 16 mm, 2.5 x 12 mm, and 2.25 x 12 mm. The distal circumflex ws direct stented with 2 overlapping taxus express2 stents - 2.25 x 20 mm, and 2.5 x 12 mm. The patient received heparin, tirofiban and nitrates during the procedure. Residual stenosis on all index lesions was less than 30% post procedure. Shortly after the procedure, the patient experienced an anterior q wave mi. The mi was confirmed by ECG, and was noted to be caused by a dissection in the distal lad. The patient died 2 days later. An autopsy was performed and cause of death was listed as acute phy